Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: micra-delsys; model #: mc1vr01us-delsys / expiration date: 28-jun-2023 / serial#: (B)(4) UDI #:(B)(4) device available for evaluation: no; dev rtn to MFR? No; mfg date: 10-jan-2022; labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the leadless implantable pulse generator (ipg) the patient died. It was also noted that the patient experienced perforation and pericardial effusion resulting in the patient coding.